Event description:
The device was placed through a metal cannula that was not insulated. After applying radio frequency energy for approximately 17 minutes it was noted that the skin surrounding the metal cannula was red. It is possible that the device energized the metal cannula. Information for use for the device cautions that device should not come into contact with metal cannula.